Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot manufacturing location: monument, manufacturing date: 29-mar-2021, expiration date: 01-mar-2031, part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot number: 96p9161 (sterile) . One piece was scrapped in cell at op #90, vibrate, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 19724 supplied by ethicon (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed. The reported complaint condition of ¿blade jammed in nail during demo¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the components would not be pertinent to the reported complaint condition. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: functional. Visual inspection: the tfna fem nail ø10 130° l200 timo15 (p/n: 04.037.043s, lot #: 96p9161) was received as an assembly at us cq. Upon visual inspection it was observed that there are scratches and discoloration on the surface of the device. Additionally, a piece of 130 deg lock prong assembly (part # 04.037.942.5) was found to be broken and left inside the nail and the remaining fragment was not returned. No other issues were observed with the returned device. Functional test: the functional inspection was performed on the returned devices at cq. Both devices, helical blade (p/n: 04.038.400s) and tfna nail (p/n: 04.037.043s) were received in assembled condition. When attempted to disassemble the devices, the helical blade was stuck in the nail and was unable to disassemble due to a broken piece of the lock prong assembly was broken inside the nail. The complaint can be replicated with the returned device(s). Dimensional inspection: dimensional inspection cannot be performed as the complaint relevant dimensions could not be taken. Complaint was confirmed. Investigation conclusion the complaint condition could be confirmed for the returned device tfna fem nail ø10 130° l200 timo15 (p/n: 04.037.043s, lot #: 96p9161) as both received devices were unable to disassemble. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: (B)(4), manufacturing date: 29-mar-2021, expiration date: 01-mar-2031, part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot number: 96p9161 (sterile), lot quantity: (B)(4). One piece was scrapped in cell at op # 90, vibrate, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final, ns071279 met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by ethicon ((B)(4)) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed. The reported complaint condition of ¿blade jammed in nail during demo¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the components would not be pertinent to the reported complaint condition. Device history review: 01-jul-2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a demonstration, the tfna helical blade and the tfna femoral nail were unable to be disassembled from each other. There was no patient or surgical involvement. This report is for (1) 10mm/130 deg ti cann tfna 200mm, sterile. This is report 2 of 2 for (B)(4).